Manufacturer narrative:
The reported complaint that it takes significant force to remove the lifeband from the autopulse platform sn (B)(4) and the drive shaft was hard to rotate it to "home" position was confirmed during the functional take-up testing. The root cause of the reported complaint was due a sticky clutch plate. The impact of a sticky clutch was not severe enough to make the platform non-functional. The sticky clutch needs deburring to remedy the reported issue. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. A review of the archive data showed (ua) 45 error messages to have occurred around the customer's reported event date, as mentioned by the customer. Also, unrelated to the reported complaint, ua02 (compression tracking error) occurred on (B)(6) 2022. Both the errors were cleared by the user. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
During training, customer reported that it takes significant force to remove the lifeband from the autopulse platform sn (B)(4) and the drive shaft was hard to rotate it to "home" position. At some point, user advisory (ua)45 (driveshaft not at "home" position after power-on/restart) error message displayed on the screen but was cleared after the lifeband was removed. No patient involvement.